Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is (B)(6) 2022. The adverse event associated with this report occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer reported an unspecified lower sensor reading, the customer developed symptoms of dizziness, trouble breathing, high blood pressure, low pulse, seizure, and loss of consciousness. The customer had contact with a healthcare professional and a laboratory blood glucose result of 500 mg/dl was obtained. The customer was diagnosed with diabetic ketoacidosis and put on insulin IV and provided treatment of antibiotics. The customer was hospitalized for 8 days, and additionally put on sugar-free diet. There was no report of death or permanent injury associated with this event.